Event description:
It was initially reported on (B)(6) 2012, that a non-critical alarm was heard and also confirmed by telemetry due to eri (elective replacement indicator). As of the date of this report it was stated that the patient had experienced respiratory arrest. The physician decided to remove the pump and re-implant her "due to inexperience". It was further added that patient was out of ICU and was being evaluated by the implanting physician and a specialist from USA was assisting him with the management of the pump. Drug delivered via the device were morphine 15mg/ml. The explanted pump was not released by the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).